Manufacturer narrative:
Added: a1 - patient identifier (in confidence).

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, following a fall, the patient lost therapy. It was found that the l3 lead migrated. Confirmed by x-rays. In turn, surgical intervention may take place to address the issue.